Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 7.8 mmol/l. Customer also reported that the insulin pump had crack on the back and over the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Device received with cracked battery tube threads.(B)(4).